Manufacturer narrative:
Please note that the lot number is unknown. Complaint conclusion: as reported in the cordis real-smart study, approximately 121 months after a procedure in which a 5mm x 150mm smart flex vascular self-expanding stent (ses) was implanted, the patient experienced in-stent restenosis with occlusion of the left superficial femoral artery (sfa). Imaging was obtained by computed tomography (CT) scan which demonstrated 100% residual stenosis, and target lesion restenosis was identified with a diameter stenosis greater than 50%. No target lesion revascularization was performed during the follow-up period. No device deficiency, including stent fracture or other device-related issues were reported. The event occurred after the procedure and before study exit. The event was reported as non-serious and was assessed as not related to the study device and not related to the index procedure. No specific action was taken, the outcome was recorded as unknown, and the event remained unresolved at the time of study exit. There was no associated hospitalization, death, or other serious adverse event criteria. Data collection continued through the final available follow-up, resulting in a total observation period of approximately 121 months after the index procedure. Study follow-up met the requirement for at least five years of post-procedure data, and the case was closed as study completion. The patient was a 71-year-old female with symptomatic peripheral arterial disease (pad) presenting with tissue loss manifested as ulceration/gangrene. Relevant medical history included nicotine use, hypertension, hypercholesterolemia, hypertriglyceridemia, dyslipidemia, and obesity. There was no history of diabetes, congestive heart failure, chronic kidney disease, thrombophilia, other vascular disorders, nitinol allergy, antiplatelet/antithrombotic allergy, or prior endovascular treatment of the target lesion. The index procedure involved treatment of a left sfa lesion. The lesion measured 60 mm in length, demonstrated 100% stenosis prior to treatment, was classified as tasc b, had mild calcification, and was associated with rutherford class 5 ischemia with ulceration not exceeding the digits of the foot. The lesion was successfully crossed with an unknown guidewire and unknown catheter. Pre-dilatation was performed using an unknown semi-compliant balloon with a diameter of 5 mm, reducing stenosis from 100% to 30% prior to stent implantation. One 5mm × 150mm smart flex vascular ses was implanted via contralateral femoral access using an unknown 6f sheath under local anesthesia. The stent was fully deployed and fully expanded without the need for balloon dilatation after deployment. A non-cordis vascular closure device was used. No procedural complications, device deficiencies, adverse events, or target lesion revascularization occurred during the procedure or prior to discharge. Residual stenosis at the conclusion of the procedure was 0%, and the patient was discharged one day after stent implantation. The product was not returned for analysis. No lot number was provided; therefore, a product history record (phr) review could not be generated. Based on the available information, the smart flex vascular stent was successfully delivered, fully deployed, and fully expanded within the left superficial femoral artery, resulting in 0% residual stenosis at the completion of the index procedure. No device deficiencies, malfunctions, stent fractures, or procedural complications attributable to the study device were identified. Approximately 121 months following implantation, the patient developed in-stent restenosis with occlusion of the treated left superficial femoral artery. Computed tomography imaging demonstrated 100% residual stenosis and target lesion restenosis with diameter stenosis greater than 50%. No target lesion revascularization was performed during the follow-up period. The event was reported as non-serious and was assessed as not related to the study device and not related to the index procedure. The event remained unresolved, with outcome reported as unknown at the time of study exit. No additional device-related adverse events or device deficiencies were reported during approximately 121 months of follow-up. Given the absence of device-related issues, the successful index procedure, the prolonged interval between implantation and event occurrence, and the patient's underlying peripheral arterial disease and cardiovascular risk factors, the reported in-stent restenosis and occlusion are considered consistent with progression of the underlying disease process and patient-specific factors. As listed in the potential complications in the instructions for use, ¿procedures requiring percutaneous catheter introduction should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. Potential complications may include, but are not limited to: amputation, aneurysm and pseudoaneurysm formation, arrhythmia, arteriovenous fistula, blue toe syndrome coronary ischemia, death, disseminated intravascular coagulation, drug reactions, allergic reaction to contrast medium or to the implanted device, embolism, emergency artery bypass graft surgery, g.I. Bleeding from anticoagulation/antiplatelet medication, hematoma, hemobilia, hemorrhage, hemorrhagic or embolic stroke/ tia, iliac artery spasm, intimal tear/dissection, pneumothorax, renal failure, respiratory arrest, sepsis/infection, stent migration/embolization, stent misplacement, thrombosis, tissue necrosis, vascular injury, including perforation, rupture and dissection, vessel occlusion, restenosis.¿ a product history record (phr) review could not be conducted due to the unavailability of the device lot number. However, based on the information provided, there is no indication that the reported event was associated with a manufacturing-related issue. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
As reported in the cordis real-smart study, approximately 121 months after a procedure in which a 5mm x 150mm smart flex vascular self-expanding stent (ses) was implanted, the patient experienced in-stent restenosis with occlusion of the left superficial femoral artery (sfa). Imaging was obtained by computed tomography (CT) scan which demonstrated 100% residual stenosis, and target lesion restenosis was identified with a diameter stenosis greater than 50%. No target lesion revascularization was performed during the follow-up period. No device deficiency, including stent fracture or other device-related issues were reported. The event occurred after the procedure and before study exit. The event was reported as non-serious and was assessed as not related to the study device and not related to the index procedure. No specific action was taken, the outcome was recorded as unknown, and the event remained unresolved at the time of study exit. There was no associated hospitalization, death, or other serious adverse event criteria. Data collection continued through the final available follow-up, resulting in a total observation period of approximately 121 months after the index procedure. Study follow-up met the requirement for at least five years of post-procedure data, and the case was closed as study completion. The patient was a 71-year-old female with symptomatic peripheral arterial disease (pad) presenting with tissue loss manifested as ulceration/gangrene. Relevant medical history included nicotine use, hypertension, hypercholesterolemia, hypertriglyceridemia, dyslipidemia, and obesity. There was no history of diabetes, congestive heart failure, chronic kidney disease, thrombophilia, other vascular disorders, nitinol allergy, antiplatelet/antithrombotic allergy, or prior endovascular treatment of the target lesion. The index procedure involved treatment of a left sfa lesion. The lesion measured 60 mm in length, demonstrated 100% stenosis prior to treatment, was classified as tasc b, had mild calcification, and was associated with rutherford class 5 ischemia with ulceration not exceeding the digits of the foot. The lesion was successfully crossed with an unknown guidewire and unknown catheter. Pre-dilatation was performed using an unknown semi-compliant balloon with a diameter of 5 mm, reducing stenosis from 100% to 30% prior to stent implantation. One 5mm × 150mm smart flex vascular ses was implanted via contralateral femoral access using an unknown 6f sheath under local anesthesia. The stent was fully deployed and fully expanded without the need for balloon dilatation after deployment. A non-cordis vascular closure device was used. No procedural complications, device deficiencies, adverse events, or target lesion revascularization occurred during the procedure or prior to discharge. Residual stenosis at the conclusion of the procedure was 0%, and the patient was discharged one day after stent implantation. The device will not be returned for evaluation.